Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported a possible adverse reaction to acd-a during a procedure on spectra optia. The patient's temperature rose from 38°c to 40°c. It is unknown at this time if medical intervention was necessary for the patient reaction. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.3, a.4, b.5, b.6, h.6, and h.10. Investigation: a disposable search history was performed for this lot. There were 2 other similarly reported incidents on this lot from the same customer in the same incident month. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the patient reaction as experienced by the customer. The run data file (rdf) was analyzed for this event. Per the rdf, there were no issues during the procedure. The system operated as intended and the procedures were run within standard operating limits (i.e. Not in ¿caution status¿). Investigation is in process. A follow up report will be provided.

Event description:
Patient weight and gender were obtained from the run data file.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.1, e.3, h.6, and h.10. Corrected information is provided in h.10. Root cause: no definitive root cause for the reported adverse event could be identified from the dlog associated with this procedure. The system operated as intended and the procedures were run within standard operating limits (i.e. Not in ¿caution status¿). The procedure on (B)(6) had 3 ¿return pressure was too high¿ alarms. 529ml of ac was delivered to the patient over the course of the procedure. Throughout the procedure the ac was returned at 0.85ml/min/ltbv to the patient during the cmnc procedure. No other potential sources of a patient reaction were identified. In summary, a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to patient disease state and/or patient sensitivity to anticoagulant. Corrected investigation: a disposable search history was performed for this lot. There were 3 other similarly reported incidents on this lot from the same customer in the same incident month.

Event description:
Patient identifier, age and outcome are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is ususally well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Investigation is in process. A follow up report will be provided.